Event description:
It was reported that balloon rupture occurred. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 6 atmospheres for 10 seconds upon first inflation. The device was removed, and the procedure was completed with another of the same device. No complications reported and the patient was in good condition after the procedure.